Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user picked up the syringe from the melker emergency cricothyrotomy catheter set after opening the package, they found the plunger of the proximal end was broken. They replaced it with another one from their stock, and the device did not make patient contact. There were no injuries or additional procedures.